Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24mm watchman laa closure device and delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. Two hours post procedure it was noted that the patient had a pericardial effusion. The physician aspirated 70cc of fluid from the patient. The was patient was stable and noted to be fine.